Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section d6a: if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b: if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) preloaded intraocular lens (iol) was marked with multiple imperfections after insertion. The iol was removed and replaced. No further information was provided.